Event description:
Ous MDR - this lead was removed due to noise detection and abnormal impedance. This lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was found dissected into two segments. Both parts were received for analysis. The morphology of the cuttings indicates, that the dissection of the lead most likely originated from the explantation procedure. The returned fragments were visually and electrically analyzed. The inspection revealed several explantation damages such as cuttings in the insulation and deformed rv and vcs shock coil. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. During analysis no deviations were noted in the available lead fragments which might have led to the clinical observation. There was no sign of a material or manufacturing problem.